Event description:
It was reported that bd facscanto¿ ivd was leaking biohazard not contained within the instrument. The following information was reported by the initial reporter: " was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Discovered a leak from the wet cart manifold during inspection work."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ivd was leaking biohazard not contained within the instrument. The following information was reported by the initial reporter: " was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Discovered a leak from the wet cart manifold during inspection work."

Manufacturer narrative:
H6: investigation summary ¿ scope of issue: the scope of issue is only limited to bd facscanto ivd, part # 337175, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a biohazard leak not contained within the instrument. ¿ manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 14dec2020 to date 14dec2021. ¿ complaint trend: there are (B)(4) complaints related to the issue of a biohazard-leak not contained within instrument. Date range from 14dec2020 to date 14dec2021. ¿ manufacturing device history record (DHR) review: DHR part # 337175 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a worn wetcart manifold. The customer had initially discovered a waste leakage from the wetcart manifold and an fse (field service engineer) was dispatched for its repair. The fse confirmed the leakage and replaced the manifold (pn 64229607), barb assembly (pn642160), and connector (pn 333053). No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the instrument was tested and confirmed to be functioning as expected with no further leakages. Although the leakage was of biohazardous material, the customer confirmed that they did not come in contact with the liquid and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in maintaining a healthy system, and instructions on these can be found in the ¿maintenance¿ section of the bd facscanto instructions for use (IFU), #23-14730-03 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2005. Defective part number: 642160 - barb insr assembly 1/4-28ftg.17 barb ppl. 64229607 - assembly wetcart manf univ-service. 333053 - 1/4 npt one touch male connector. Work order notes: o subject / reported: discovered a leak from the wet cart manifold during inspection work. O problem description: discovered a leak from the wet cart manifold during inspection work. O work performed: wetcart manifold (valve) replacement. Check that there is no liquid leakage. O cause: it is a liquid leak from the wetcart valve. O solution: wetcart manifold (valve) replacement. Check that there is no liquid leakage. ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file bd facscanto flow cytometer (fluidics) fmea #335860-08ra (version a/revision 8) was reviewed and identified the cause of a valve leakage. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: 23. Valves. O function: 23.1 block, pass, or direct fluids. O potential failure mode: 23.1.1 valve leaks. O potential effects of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. O potential causes/mechanisms of failure: 1. Stuck valve. 2. Debris or saline buildup. O current controls: di rinse daily. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial sev: 5. O initial occ: 7. O initial det: 1. O rpn: 35. O item: 23. Valves. O function: 23.1 block, pass, or direct fluids. O potential failure mode: 23.1.2 valve clogs. O potential effects of failure: 23.1.2.1 fluidics mode operates incorrectly, degradation of performance. O potential causes/mechanisms of failure: 1. Stuck valve. 2. Debris or saline buildup. O current controls: di rinse daily. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial sev: 5. O initial occ: 7. O initial det: 1. O rpn: 35. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn manifold. ¿ conclusion: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn manifold. The fse confirmed the issue and replaced the worn manifold, a barb assembly, and connector. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facscanto¿ ivd was leaking biohazard not contained within the instrument. The following information was reported by the initial reporter: " was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Discovered a leak from the wet cart manifold during inspection work".